Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during atrial fibrillation (af) procedure one farawave 2.0 cath 31mm, but it was noticed that the wire became stuck in farawave catheter during procedure and it was unable to advance or retract. Deployment to flower and basket configurations were tested outside the patient and they were unable to flex the positions as well, the wire remained stuck and would not move with applicable force. Additionally, it was indicated that no tissue was seen at the tip of the catheter or guidewire, the guidewire was not able to be removed as normal, it was still within the catheter and no other catheter malfunctions were noticed. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.